Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the programmer rf (radio-frequency) head had intermittent telemetry, caused by the cable, and the label was missing the backing. (B)(4).

Event description:
The programmer rf (radio-frequency) head was returned with the programmer. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.